Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Directions were fine. The soft silicone at the front of the mouth guard separated from the heard lower surface leaving an opening or gap. May not have sealed well in the injection mold? I mailed forms a few days ago, but forgot the upc code. Attached to the form is my receipt copy and upc code. The original was sent earlier (receipt). Thank you.